Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced numerous pump stoppages while attached to the power module while in recovery after a tee. The alarms were resolved when the pt was switched to battery power. When the pt was connected to the power module, a battery fuel reading could not be obtained when pushing the alarm silence button. The pt was switched from her primary system controller to her backup system controller and was connected to the power module for 15 minutes, to see if there was any history, and there were no recorded events at that time. When changing the pt back to battery power, the black power lead was connected to battery without any alarms. While disconnecting the white power stopped again. The white power lead was quickly connected to the battery and the alarms stopped, and the pump continued to run. The pt tolerated the events well. Her driveline was manipulated and it was noted once on the white power lead that the speed dropped to 8800 (set speed was 9200). The system controller was attached to a loop with the same power module and the pt cable was manipulated and no alarms or speed changes occurred. The pt was given a new backup system controller. The pt was admitted for safety purposes. The pt's driveline was evaluated and testing with the phase interrupter showed that there are no broken wires. The alarms and pump stoppages could not be reproduced by manipulating the external portion of the driveline. When the pt sat down and laid down on the bed the alarms occurred. It was determined that there is either internal percutaneous lead damage or it is right in the exit site. A pump exchange will be performed in a few weeks after the pt recovers from a trans-catheter aortic valve replacement procedure that was performed the week on (B)(6) 2014. The pt has been placed on an un-grounded pt cable until the pump exchanged is completed.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.